Event description:
The manufacturer received information alleging a ventilator was alarming due to a "detachable battery fault". The device was not in patient use.

Manufacturer narrative:
During evaluation at the manufacturer's service center, errors related to the device's power management board were found in the device's error log. The device's power management board was replaced to address the issue. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.